Event description:
A pt services rep of a (B)(6) female pt zoll lifecor customer support service to report that the "connector on the electrode belt is cracked in 3 places". The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector housing and locking nut was cracked. The root cause for the cracked connector and locking nut was positively identified but was likely due to excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.